Event description:
Customer contacted adc customer service on (B)(6) 2015 and reported that on an unspecified date/time he received a reading of "around 5-6 mmol/l" (also reported in the complaint as 6.9 mmol/l (124 mg/dl) on his adc blood glucose meter. It was further reported the customer "had very low glucose" and "was feeling bad". Paramedics were called and upon arrival received a reading of 1.3 mmol/l (23 mg/dl) on their meter. It is unknown how much time may have elapsed between these two readings. Customer was treated on the scene with "glucose to veins". There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is a final report. The meter has been returned and an investigation utilizing the returned meter and retained test strips (lot no. 4500163473) has determined the complaint is not confirmed. All results were within range specification and no errors were observed during control solution testing. It should also be noted: a review of the meters internal memory log revealed that the last time this meter was used was (B)(6) 2013. There were no readings for 2014 or 2015. Additionally: the date of event is unknown. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Given no test strips were returned for investigation, retained test strip samples from the same lot reported by the customer (B)(4) were tested with control solution. All results were within the range specification and no errors were observed. The complaint is not confirmed.